Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was obstructed with blood. The lv (low voltage) 3 and 4 conductors were obstructed due to a stylet/guidewire stuck in the lumen and blood. The proximal conductor was also obstructed with blood and the lv2 proximal conductor was obstructed due to a stylet/guidewire stuck in the lumen and blood. Visual analysis noted the lead was damaged at implant and the lead was returned with the competitor guidewire stuck in the lead. There was a large volume of blood ingress into the lumen during the attempted implant, and it is likely that the competitor guidewire became stuck when the blood dried, preventing any further movement of the competitor guidewire. The competitor guidewire could not be removed during analysis without destructive analysis and destructive analysis was not performed. The lead lumen was completely obstructed by the dried blood and guidewire; consequently, the guidewire insertion test could not be performed. (B)(4).

Event description:
It was reported that during an implant procedure, the guidewire became stuck in the left ventricular lead, just prior to slitting the sheath. The lead and guidewire were removed and another lead was implanted. No patient complications have been reported as a result of this event.